Event description:
The pt reported he has not used his scs system in a few months and is unable to charge his scs ipg after not charging it for 6 to 7 months. Subsequently, surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.